Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced and underinfusion issue described as ¿low flow/low volume¿. This issue occurred unspecified process step and it was unknown if a patient was connected for therapy at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.